Event description:
It was reported that the customer had an ambulance that was involved in an accident while transporting a patient. It was reported that the patient was injured as a result of the event and not due to the product. Further information on the patients injury was not provided. This event is being reported due to the medical device being is use with a patient during the ambulance accident event in which a patient injury was reported.

Manufacturer narrative:
No device malfunction reported.